Event description:
It was reported that prior to a planned generator changeout, a loss of capture and sensing were observed on the atrial lead. Fluoroscopic imaging revealed an anomaly in the leads insulation. During the changeout procedure, a breach in the leads insulation was observed as a result of clavicular crush damage. The lead was capped and replaced at that time. The patient was noted to be fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.